Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-05700 and 2210968-2013-05701. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent mesh removal on (B)(6) 2007 due to erosion. It was also reported that the patient underwent sling revision, urethrolysis and urethroplasty on (B)(6) 2014 due to urethral stricture and complications due to urinary device. No additional information has been provided. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat pelvic organ prolapse and stress urinary incontinence and mesh was implanted. It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation. It was reported that following insertion of the mesh, the patient experienced erosion, extrusion, urinary problems, recurrence, bleeding and dyspareunia. No additional information was provided. (B)(4). This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-05700 and 2210968-2013-05701. The same patient is represented in each medwatch. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with total vaginal hysterectomy.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure in order to treat uterine prolapse, cystocele, vaginal vault prolapse, rectocele, stress urinary incontinence, weakening of rectovaginal fascia, and weakening of pubocervical fascia and mesh was implanted. At the time of implantation the patient underwent the concurrent procedures of anterior and posterior colporrhaphy, vaginal vault suspension, insertion of mesh anterior, and insertion of mesh posterior.